Manufacturer narrative:
On(B)(6)2020 , during an internal review it was decided to report the adverse event under the smartablate¿ system rf generator (us) since the contribution of the clinical user error (incorrect catheter setting selection) to the patient consequence cannot be excluded. As such, biosense webster inc.'s reference number pc-000721695 now has two reports: (1) manufacture report number # (B)(4) for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter) (2) importer report number # 2029046-2020-01073 for product code m490007 (smartablate¿ system rf generator (us).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib)ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring medication and pericardiocentesis. It was reported by the caller once the case was completed the nurse pointed out that all ablations had been done on 4mm mode instead of all surround flow mode. Irrigation was on low flow setting. The caller stated an ultrasound was done and a small pericardial effusion was noted. The patient was stable. A pericardiocentesis was done. The caller was unsure of how much fluid was removed as they had left the room. The caller states the patient was stable and was unsure if the patient was staying overnight for observation. The physician¿s causality opinion was unknown. There was no information regarding the need for extended hospitalization. The patient had fully recovered. The effusion was noticed post use of biosense webster product and post ablation. Transseptal was done with baylis needle. There were no error messages observed on biosense webster equipment during the procedure. Vector and visitag were used for force visualization features. Visitag was used with tag index parameters and no additional filter. For tag color tag index was used. There was no evidence of steam pop.